Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocar seal began to leak in the middle of the case. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: does this trocar have the optiview technology? No. Were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Please describe the noise. Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Not sure. Were you able to identify where the leak was coming from? Yes. The rubber seal. Was a device inserted in the trocar during the leaking? If so, what device? Harmonic ace. Was any torque being applied to the trocar or device? No.